Manufacturer narrative:
No device analysis results are available because the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
During the implant procedure, the patient experienced a cardiac arrest. The sensor was properly prepped in saline, and after deployment, the sensor was pulled back with the guidewire proximally about a rib and a half to the arch. The patient went into cardiac arrest but remained awake. All wires and the delivery catheter were removed, and the physician ordered administration of atropine. The patient took a deep breath for blood flow to the sensor. Once the patient was stable, the swan catheter and guidewire were advanced to the main pulmonary artery, and the guidewire tapped the sensor, causing it to float out of the pulmonary artery arch to the more distal target location. The cardiomems sensor was calibrated successfully. The patient was in irregular atrial fibrillation at the start of the procedure. It was suspected the bundle node was triggered with a sensitive heart. The patient experienced no adverse consequences.